Event description:
It was reported the menu portion of the epg (external pulse generator) display is faded and unreadable. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the keyboard on and off keys were collapsed and the keyboard was scratched. It was also noted that the ring cover and ring bail were missing, the lower case was broken, the side bail covers were broken, the lead flex cover was corroded and the battery contacts were compressed.